Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While attempting to replace the probe sensor on the architect i2000sr analyzer, sparks were produced due to a short circuit. No smoke or fire was observed. No injury was reported.

Manufacturer narrative:
The field service engineer (fse) investigated the issue onsite and discovered that a leak in the power current of the wz motor through its housing was causing a short with its external metal. The fse replaced the wz motor to resolve the issue. A review of the architect isr50880 service history did not identify issues that may have contributed to the current complaint. There have been no further occurrences of sparking from the wash zone 2 after the wz motor was replaced. The sparking from the wz motor did not affect or extend to other areas of the instrument. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. No product deficiency was identified.